Manufacturer narrative:
Result: iol remains implanted and unable to perform evaluation on the actual sample. Video of the surgery was not available. Conclusion: as the possible investigation was limited, it was difficult to determine the root cause but based on the "in house reproduce test", it is known as if the rod was pushed on and off or pulled back and pushed again. The position of iol inside the nozzle will be off from the normal way and the iol will be reversed (inside-out) after implantation. It is possible that the user did not follow the instruction so we asked the facility to reconfirm the handling. (B)(4).

Manufacturer narrative:
Work order search: no similar claim was reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a (B)(4) 17.5 diopter preloaded injector and upon lens insert, the optical rotated and the lens implanted inside out. The reporter stated there were no regularities observed during injection and there was no health injury. The surgeon decided to keep the lens implanted and continue monitoring as the patient is satisfied with the quality of vision.